Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analysis found the distal conductor was distorted. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head) and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, the helix would not extend. A new lead was used. No patient complications were reported as a result of this event.